Event description:
Additionally, the device was noted to be incorrectly diagnosing the cardiac signal.

Event description:
It was reported that, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.